Event description:
The reason for call was the pt was wanting help getting therapy adjusted and how to use phone their medtronic device. Last night pts stimulation was set up so high that they had to turn it off, the pt was throwing up and was in a lot of pain for it was going crazy. Pt felt like their legs were folding and was on group a or b. Pts rep turned off therapy and they were supposed to call pt back today but they did not. During call agent reviewed general use of equipment and was able to turn therapy on. Pt was on group g and went to group c program 1. Pt had it set to 0.6 but had to turn intensity down to 0.2 because they could feel their leg pulsing and it felt like they were getting a charlie horse; pt noted they had a broken thigh bone and had a rod in them so their knee was starting to bend. The troubleshooting steps that were taken on the call resolved the issue. Pt had a family member with them and was really frustrated about lack of education and wanted to meet with a rep to show them how to use equipment. Agent redirected them to hcp. Agent also ordered pt manuals.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.